Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2zxwf); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they do not think the stimulator was working very efficiently. Patient stated when they use their phone on their lap their body gets very hot in a localized area. Patient also stated last night they were playing solitaire and someone sent them a text and the implant made the same vibrations as a text. Patient asked if it is possible that the phone can mix up with her stimulator. Agent reviewed that we do not have any records of that happening as a side effect. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned that they have an appointment with the pa tomorrow for another issue and they feel like the wire was sticking out of the incision.